Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) was 860 mg/dl. Reportedly, the customer went to the emergency room where customer was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER eight hours later with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.